Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the image freeze which led to a delay in the procedure could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center displayed a freezing image. The issue was found during an unspecified procedure. The procedure was moved to another room for completion with a similar device. There was a procedural delay reported, however the length of the delay is unknown. There were no reports of patient harm. An initial event was created for the first delayed case. See related patient identifier: (B)(6).